Event description:
It was reported that this pacemaker patient was receiving an ultrasound and experienced a syncopal episode. It was noted that before the ultrasound, the device was checked and the thresholds were stable. Troubleshooting was performed and it was determined that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient has complete heart block and is pacemaker dependent. Troubleshooting was performed and the noise was reproduced. The device was reprogrammed to a set sensitivity and no noise was observed. This pacemaker remains in service. No additional adverse patient effects were reported.